Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving an unknown drug of unknown concentration at an unknown dose rate via an implantable pump for spinal pain. It was reported that per the hcp, the patient was seen on (B)(6) 2019, and the patient had popped her stitches from the previous pocket revision on (B)(6) 2019. Refer also to MFR report # 3004209178-2019-16288 regarding previous revision. The patient was scheduled for an additional pocket revision. Surgical intervention was planned but not yet scheduled. It was indicated that the cause of the event was undetermined. The issue was not resolved at the time of the event. The patient was without injury regarding their status at the time of the report. The date of the event was described as (B)(6) 2019. The date (B)(6) 2019 is considered an approximate date of event (month and year known only). Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s medical history was noted as having been requested but was unknown. It was indicated that the hcp had no further information regarding the event. No further patient complications have been reported as a result of this event.